Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had taken on water and gave error b30 on the processor. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material was found in the plastic distal end cover and between the plastic distal end cover and nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the plastic distal end cover and between the plastic distal end cover and nozzle. In addition to the reportable malfunction, the following were noted: there was a gap of adhesive on the bending section cover; there was reduced angulation caused by stretched angle wires; the light guide lens was chipped; the plastic distal end cover was cracked; scope communication error code b30 was caused by corrosion or debris on the electrical contacts of the connector; the scope connector had deterioration due to physical and/or chemical stress from reprocessing; the scope control body was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.